Event description:
On (B)(6) 2024, it was reported by an arthrex subsidiary employee via email that an ar-7229-20 fiberloop was frayed. This was discovered upon opening the package during a procedure on (B)(6) 2024. The case was completed using another ar-7229-20 fiberloop.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.